Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; groin pain; thigh pain; incontinence not present before implant; recurrent incontinence. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the pinnacle lite implant for the following purpose: need to get details. Nonsurgical treatments: the patient was treated with pain medication. Treatment duration: ongoing. The patient was treated with incontinence medication.